Manufacturer narrative:
(B)(4). Batch # t5cm0u. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a reload present. The reload was received void of staples, with the washer completely cut, drivers exposed and the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information requested but not received: can you please clarify if staples were seen in the tissue at all (if yes, were the staples unformed, malformed, irregular in shape)? Was there any change in the surgical procedure due to the event? Were there any patient consequences? Was there change in the post-operative care of the patient due to the event?

Event description:
It was reported that during an unknown procedure, stapler cut the tissue but hasn`t merge tissues at all. Tissue have been sew with sutures.